Manufacturer narrative:
The button error alarms were due to corroded keypad traces. The pump had cracked reservoir tube, reservoir tube window, case window display corners, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 20mg/dl. The customer treated the low with food. The customer's most current level was 120mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.